Manufacturer narrative:
(B)(4). This report is for a break in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, resulting in peritonitis. The breach was further described as touch contamination. The patient was hospitalized for the event. The patient was treated with vancomycin (1g, intraperitoneally, frequency and duration was unknown), and gentamicin (160mg, intraperitoneally, frequency and duration was unknown) for peritonitis. While hospitalized, the patient¿s pd catheter was removed and the patient was switched to hemodialysis therapy. The patient was discharged after eight days. Hemodialysis was ongoing at the time of this report. The patient was retrained on aseptic technique. At the time of this report, the patient was recovered from the event. No additional information is available.